Event description:
Allegedly, biolox head 28 fractured, the biolox insert was also broken.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00082, 00074.